Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 27, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to allow patient access to long-term magnetic retention option. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 27, 2024.